Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 28-jun-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, mfg date: 12-jan-2021, labeled for single use: yes if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds and high impedance in multiple locations, and difficulty recapturing. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d4:<(><<)> model #:mc1avr1-delsys d9: yes, return date: 09-sep-2021 h3: yes dev rtn to MFR? Yes product event summary: the full delivery system was returned and analyzed. The analysis indicated that there was a mechanical problem with the spring of the delivery system handle. The articulation of the delivery system was out of plane. The deployment button on the delivery system was damaged. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. Blood was observed in the lumen of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. The device was able to be deployed, the device was able to be pulled by the tether to the recapture cone but with resistance due to blood in the lumen, the device was able to be fully recaptured in the device cup with resistance due to the blood on the inner shaft. The de ployment button was stiff when moving due to work slide tabs and bent deployment spring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.